Event description:
The endotracheal tube was in place for 5-6 hours. They were using an oscillator. They attempted to suction due to c02 increasing and pt saturation level dropping. Upon trying to suction the pt the user alleges they could not pass a 6.5 french or a 5.0 french suction catheter down the endotracheal tube. The user alleges acute decompensation was occurring so the endotracheal tube was emergently replaced. The pt stabilized after reintubation. After the event, the nurse examined the endotracheal tube and noted that there were no secretions. She alleges that she was able to pass the suction catheter to approximately the 6.0cm mark of the endotracheal tube and could also pass the catheter up from the distal tip to approximately the 5.0cm marking. They allege that there was restriction between the 6.0cm and 5.0cm endotracheal tube markings.